Manufacturer narrative:
(B)(4).

Event description:
A company representative reported on (B)(4) 2016 a failure to interrogate a patient¿s generator prior to a replacement case. She then was unable to interrogate the new generator in the sterile pack. An "error establishing communication" message was observed. The tablet was not plugged in. The 9v battery in the programming wand was replaced, was tested and the power light stayed on 25 seconds. She reported that she had a white usb serial data cable connected to the tablet, and had a black usb serial data cable as back-up. She changed to the black cable. After the cable was replaced, and 15 seconds had elapsed, she selected, ¿interrogate device¿ and then, ¿start interrogation¿. As soon as she selected ¿start interrogation¿, an ¿error establishing communication¿ message appeared. She stated that she was able to successfully program a device using the white usb cable the day before. She then switched back to the white cable. She got the same result with the white cable. The company representative then used a programming tablet from a neurologist, and successfully interrogated/programmed the new generator. A replacement wand was sent to the company representative. It was later reported that the replacement wand had resolved the issue, however the company representative then discovered that her usb port in the programming tablet was damaged and causing communication errors. (Reported in MFR report# 1644487-2016-02616). The wand and usb serial cable were received and analysis was performed. The reported failure to program was not identified with the programming wand. The programming wand performed according to functional specifications. Analysis was performed on the returned usb serial data cable. During the analysis, it was identified that a known good programming system was unable to establish communication with a known good generator using the returned usb serial data cable. The cause for the anomaly was associated with an open wire connection in the returned serial cable. Once the wire was soldered onto the usb serial data cable printed circuit board, no further anomalies were identified. Additional relevant information has not been received to-date.